Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed. The field service engineer ran diagnostics, tested drawers, pockets and found that there were no issues. The system was functional as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer was failed and prevented user from removing medication to patient. The customer added this malfunction caused a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.